Event description:
The patient stated that in 2007, as he was changing his insulin cartridge, the base plate of the piston rod fully extended with the "top hat" (section of the piston rod that screws into the insulin cartridge) of the piston rod. The base plate of the piston rod should remain at the bottom of the cartridge compartment as the piston rod extends. He stated that since the incident occurred, the infusion device "has not been working right." He stated that as a result his blood glucose elevated to 300 mg/dl and he felt "lousy." He switched to his backup infusion device and bolused to lower his blood glucose . The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.